Manufacturer narrative:
A partial lead with the distal tip measuring 50.5cm was returned for analysis. Eternal insulation abrasion was noted at 44.1-45.2cm, 45.0-45.3cm, and 46.9-47.4cm from the distal tip, consistent with lead friction to the device can. The etfe coating was intact at these locations. Externalized conductors due to internal insulation abrasion were noted at 7.0-10.4cm from the distal tip. The etfe coating was intact at this location. Internal insulation abrasion was noted at 12.2-13.9cm from the distal tip. The etfe coating was abraded at this location.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to device change-out for normal eri, externalized conductors were observed under fluoroscopy. No patient symptoms were reported. No electrical anomalies were detected. Lead replacement is planned.

Event description:
New information received notes that the lead was explanted and replaced during an unrelated atrial lead revision. There were no adverse consequences to the patient during the procedure. The patient was in stable condition.